Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he became aware of the alleged meter inaccuracy during the first week of (B)(6) 2017. The patient manages his diabetes with a combination of self-adjusted insulin (novolog and toujeo). The patient reported that on (B)(6) 2017 at 9:00 pm he developed symptoms of feeling ¿tired, shaky and was sweating;¿ symptoms he reportedly experiences when his blood glucose falls below ¿50 mg/dl¿. In response to the symptoms, the patient claimed he immediately tested his blood glucose with the subject meter and obtained an alleged inaccurate high blood glucose reading of ¿94 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. Despite the elevated result, the patient claimed he immediately treated himself with an oreo cookie and a candy bar and felt better 30 minutes afterwards. The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.